Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the cardiac resynchronization therapy defibrillator (crt-d) being connected to the leads during implant, the patient went into spontaneous ventricular fibrillation (vf) and required external defibrillation. It was then noted post-implant, emergency pacing (vvi70) was initiated on the programmer screen for no reason. The physician then inquired as to why the screen showed "emergency pacing" initiated. The screen was cleared and it was observed that some of the cardiac resynchronization therapy defibrillator (crt-d) parameters, pacing mode, lower rate and detections, had changed from the programmed settings. It was suspected the device detections were programmed off and the programmer was reverted back to "get device initial interrogation" values and the device was reprogrammed. The crt-d remains in use and the status of the programmer is unknown. No further patient complications have been reported as a result of this event.